Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. A hole and broken fabric threads from wear in the proximal end of its body was identified, along with wear at fold in its proximal, middle and distal end, and a bulge in the proximal end when inflated with syringe. In addition, the cylinder did not pass leakage evaluation. The pump was microscopically inspected. Leak and functionally tested. Microscopic examination revealed that the tubing was cut down to the pump block; therefore, it was not returned for analysis. No leaks were identified; however, the pump did not pass activation test during functional inspection. Based on the information available and analysis results, the bulge, hole and broken fabric threads identified in the cylinder, could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was identified. Left cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was identified. Left cylinder and pump were removed and replaced. There were no patient complications reported.